Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the calibration was out, the control bar was out of position, the machined head was damaged, and the screws and bearings were worn. The motor, screws, machined head, pin, thickness control shaft, and various bearings were replaced, the device was recalibrated, and the control bar was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at product maintenance repairs were indicated. At product evaluation investigation the motor speeds were unstable. No adverse events were reported as a result of this malfunction.